Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 90% stenosed target lesion was located in a shunt in the moderately tortuous vein. After a non-bsc guidewire crossed the lesion, a 6.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the second inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.